Event description:
Pace medical was notified on 08/10/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device with the complaint that buttons were not working properly. The device was examined and it was found that there was a faulty component. The component was replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: random component failure.